Manufacturer narrative:
The device was returned for analysis. The reported ¿suture retrieval issue¿ was confirmed as the posterior needle tip and cuff were caught in the posterior foot. The observed link separation appears to be a symptom of the posterior needle tip and cuff caught in the posterior foot. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The use of proglide devices and the pre-close technique was abandoned. The sheath was upsized to a 20f and the aaa interventional procedure was completed. Hemostasis was achieved with a figure 8 suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.